Event description:
New information received notes post sensed t wave oversensing was observed on (B)(6) 2026 on the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no patient consequences.

Event description:
New information received notes the physician reviewed programming recommendations and opted for no changes to be made. The implantable cardioverter defibrillator (ICD) was just being monitored as the occurrence was infrequent and the patient was asymptomatic. The patient was stable.